Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-141, lot no. 0923051. All released parts were within specification.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.